Event description:
A healthcare professional reported with a description of faulty lens. The lens was not implanted. They have loaded the lens as per normal and advanced it into the inserted everything felt normal no resistance however when they continued to advance it did not feel right. So they had a look under the microscope and the lens had been caught and rotated 180 degrees inside the cartridge. They then pull back the plugger and tried to remove the lens to reload but it was to far advance so we could only injected it out and the trailing haptic was caught and broke. They felt like it was a fault cartridge that led to the lens having issues. There was no direct patient impact. They have used backup lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. Iol returned positioned incorrectly in the iol case. Solution is dried on the iol. The optic is broken and only approximately 60% of the optic is returned. One haptic is not returned, part of the other haptic is adhered to the optic with solution. We are unable to determine the root cause for the reported complaint trailing haptic was caught and broke. One haptic is not returned, part of the other haptic is adhered to the optic with solution. The product was subject to handling, and the reported damage occurred when the iol went out of the cartridge. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.